Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) about a leaking lipid chamber in a 3l dual eva bag. There was no patient involvement. No patient injury or medical intervention was reported. No additional information is available.